Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the filter of the extension set while infusing ppn. The customer reported no patient harm and no medical intervention required.

Manufacturer narrative:
(B)(4)